Manufacturer narrative:
(B)(4). Additional information received: during the procedure, everything went as normal and a leak test was performed. Several hours later, the patient had severe pain. The patient was reopened and no staples were noted on part of pouch. Plee60a stapler was used and the gst60b was the questionable reload. It was stated that the surgeon always does a leak test after his procedures. It was described that there were two open spaces where staples should be (on stomach and pouch side). No photos or video available. It is believed that the initial procedure was in the morning and the reoperation was in the afternoon. The surgeon waits 15 seconds prior to firing and pulse fires.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was a leak test performed during initial procedure? Yes. Please describe staple form observed during reoperation?surgeon did not see any staples when he reoperated. What color cartridges were used throughout procedure? Blue. Where on stomach was leak/. He said there were two leak. One on top and bottom of the stomach division. Did not say exact location on the pouch. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. What stapler was used with the reported cartridge? Plee60a. How was the g-j created? Otomy with harmonic and hand sewn anastomosis. What is the current patient status? Patient has been hospitalized for over 3 weeks and is expected to be released in a week or so.

Event description:
It was reported that during a gastric bypass bariatric procedure the procedure went normal but the next day or several hours later the patient was in distress and was feeling the discomfort. Surgeon took patient in for surgery to evaluate what was happening. Surgeon re-operated and found a large opening in the gastric pouch were the staples did not form (or hold) and the patient was very septic at this point. It has been over 2 weeks and patient is still in the hospital.